Event description:
It was reported to medtronic minimed that, customer reported backlight anomaly, scratches on pump screen, crack on belt clip rail, rewind anomaly and keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for cosmetic damage allegation and customer stated that scratches on the screen effects the visibility of the screen. Customer was advised to replace the insulin pump and revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No drive motor error or abnormal motor rewind noted during testing. All buttons function properly. No backlight anomaly noted during analysis. Unit successfully downloaded to thump. No pump errors listed in the pump downloaded history. The pump was cut open to perform visual inspection and found moisture damage to the keypad assembly, electronic assembly, and motor. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, corroded electronic assemblies, scratched case, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, broken belt clips and keypad overlay peeling. The p-cap/reservoir does lock properly. Pump passed required testing, and no drive motor error or abnormal motor rewind noted during analysis. Rewind anomaly not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. No backlight anomaly noted during analysis. Backlight anomaly not confirmed. Cosmetic damage confirmed at the belt clip. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.